Manufacturer narrative:
Upon receipt, the device was succcessfully interrogated by boston scientific's post market quality assurance laboratory. Engineering calculations determined that this device did not meet expected longevity. The device is currently undergoing laboratory testing to determine root cause.

Event description:
Boston scientific crm received information from an implant form that this device was electively explanted due to normal battery depletion. There were no allegations or complaints against the device's operation, functionality or longevity.

Manufacturer narrative:
The device's ability to provide therapy was verified through automated therapy verification testing. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had two compromised low-voltage capacitors, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.